Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received on march 07, 2014 stated the patient is experiencing continuous urinary tract infections, reoccurring rectal and vaginal flutter, reoccurrence of vaginal and rectal prolapse, and severe nerve pain. The patient has an appointment scheduled for additional surgery for the reoccurring bladder, vaginal and rectal prolapse.